Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin at home transmission. Upon review, the right ventricular lead exhibited noise. During the review, the pulse generator exhibited far r-wave oversensing which resulted in inappropriate automatic mode switch (ams). Programming changes and isometric testing were discussed for the patient's next in clinic follow-up. There were no symptoms reported. Related manufacturer reference number: 2017865-2019-12056.